Event description:
The event was reported as: the applier failed to open and discharge clips. This is the second incident for the applier. No patient injury reported.

Manufacturer narrative:
Sample not available for evaluation. The results of this investigation are not available at the time of this report.